Event description:
It was reported when the device was used during a gastric bypass procedure it did not give the crunch sound when fired. The staples deployed but the blade did cut. The case was completed using sutures. There was no pt consequence.